Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity hollow fiber oxygenator, it was reported that the affinity oxygenator failed. The primary device was changed out and the replacement device then proceeded to fail a short time after. Both devices were from the same lot. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that no harm was evident from the incident (though the case was extended and required 2 cross clamp periods and bypass periods as a result). Patient was on bypass, post cross clamp going on and after first dose of cardioplegia. The incident has been reported to the perfusion society, and the trust incident system, but not mhra. The patient was taken off bypass while using the second device and did not need to go back on. Medtronic received additional information that the oxygenator started showing increasing pre-membrane pressures and lower post membrane pressures and a decline in oxygenation of the patient during the first 30+ minutes of bypass. It was not an immediate failure. Medtronic received additional information that the bypass started at 11.47am. The first activated clotting time (act) on bypass was 365s. The act was measured with the hemochron device. It was slightly lower than therapeutic levels but it was not concerning. The customer adminstrated 10,000iu of heparin to the patient. There was a high pre membrane alarm at 11.57am. It continued to rise. Therefore, the problem was quickly progressive after 10 minutes on bypass. The second act was 466s at 12.00pm as heparin was given and it stayed above therapeutic levels throughout the rest of the case with both oxygenators. The customer came off bypass at 12.41pm to change out the oxygenator. They were back on bypass at 12.47pm with the second oxygenator with a recorded act of 551s. The act at 13.27pm was 538s. The partial pressure of oxygen (po2) began dropping at 13.22pm when re-warming, and drastically fell over the next 30 minutes to a po2 reading of 14.4 at 13.47pm. The act at 13.42pm was 430s. The customer was off bypass at 14.01pm. Gelofusin, hartmanns, heparin, and mannitol (10%) were used in the priming solution. The pre and post oxygenator membrane pressure values at 10-minute intervals throughout the case. Pre bypass act was over 400s, which was above their therapeutic threshold. The temperatures refer to the patient temperature, where t1 is nasopharyngeal, and t2 is the skin temperature. The customer cooled the patient to 32 degrees celsius. The surgeon and anaesth informed prior to coming off that the second oxygenator was beginning to struggle with oxygenation, with fraction of inspired oxygen (fio2) at 100% and last po2 was 13. The lungs were turned on. The pre oxygenator membrane pressure values was measured at 92mmhg at 11.30am and rose to 450mmhg at 12.10pm. The post oxygenator membrane pressure values ranged from 47mmhg to 204mmhg. The sweep flow rate was 5lm/min .

Manufacturer narrative:
Device evaluation: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results as reported below: 260 ml/min 02 xferc. 179 ml/min co2 xferc. 76 mm/hg delta pblood conclusion: reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.